Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device could not duplicate the reported issue. The cause of the issue could not be confirmed; the returned device functioned as expected.

Event description:
It was reported that the pump "failed preventative maintenance drive train test." There was no patient involvement.